Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. It is indicated for use under the direct supervision of a licensed practioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Hospital re-admission for any number of reasons are a common practice for all patients implanted with vads. The instructions for use (IFU) lists hemolysis, device thrombosis and re-operation as known potential complications for all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was implanted with an hvad on (B)(6) 2016 and had an uncomplicated post-operative course. He was subsequently discharged on (B)(6) 2016 with an international normalized ratio (inr) of 1.9. The patient was re-admitted two days later with blood in his urine. Laboratory findings included an unchanged inr, elevated lactate dehydrogenase (ldh) level and a moderate amount of blood in his urine. Further studies revealed a plasma-free hemoglobin (pfhgb) of less than thirty [30] and a haptoglobin (hp) of less than eight [8]. Of note, the patient did not experience elevations in his hvad power consumption or flow rates. The patient's united network for organ sharing (unos) status was elevated to 1a for a suspected thrombus and he underwent cardiac transplantation on (B)(6) 2016.

Manufacturer narrative:
Corrected: adverse event and/or product problem: add product problem. (Device). (B)(4) was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Based on the investigation conducted, there is no evidence of any malfunction that could have prevented the pump from functioning as intended. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.